Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported, that the patient experienced pain at the implant site and was repeatedly treated with hydrochloric acid injections around the implant site to relive the pain. The implanted device remains.